Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the aiming began forward firing. The procedure was completed using a second fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy message, the fiber tip was intact, the flow valve opened and fluid was observed to be exiting the metal cap window, there was no excessive tissue accumulated on the tip that required cleaning and pressurized saline was utilized.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the forward firing event. Analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the aiming began forward firing. The procedure was completed using a second fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy message, the fiber tip was intact, the flow valve opened and fluid was observed to be exiting the metal cap window, there was no excessive tissue accumulated on the tip that required cleaning and pressurized saline was utilized.